Event description:
A small piece of the pedipediatric-neonatal etco2 end tidal co2 monitor (for intubated children) broke off and got stuck in the infant's tracheostomy tube. Nurse found it before harm was caused.======================manufacturer response for disposable canual, filterline h======================phillips is concerned and wishes to examine the device.